Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump had a stuck button alarm. The customer's blood glucose value was unknown. Customer stated they did not press a button down for 3 minutes or longer. Customer stated the insulin pump was exposed to a change in altitude. Customer stated that insulin pump can automatically turn off due to an alarm. The device will not be returned for analysis.